Event description:
The customer stated that he was hospitalized for high blood glucose levels with a reading of 357 mg/dl. Prior to the hospitalization, the customer was experiencing high blood glucose levels during the night and woke up with a reading as high as 458 mg/dl. The customer stated that he changed the infusion set and gave himself a manual injection, but his blood glucose levels remained high. The customer also stated that on the day he was released from the hospital, he noticed that a piece of the cannula had broken off inside his body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.